Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. It was indicated that the patient was critically ill while using the device, which is misuse of the device. According to the patient, on (B)(6) 2025, they were at the hospital due to having had a mild stroke with slurred speech and extreme weakness. It was confirmed the stroke was not related to the dexcom product in any way. While at the hospital, the lab tests were performed which showed a blood glucose reading of 2.1 mmol/l. After this was noted, a fingerstick was taken and the cgm reading was 12.1 mmol/l, and the blood glucose reading was 2.1 mg/dl. The patient still experienced slurred speech and extreme weakness at that moment. It was not known if these symptoms were related to the hypoglycemic event as well as that moment. The patient was treated with glucose tablets and a sandwich. No further treatment was reported to be needed and at the time of the report the patient was stable. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.